Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be revised on a future date due to unspecified reasons. It was further reported that the app device is going to be revised due to a malfunction.